Event description:
The customer reported that the nurse reports that the safety lock stops mid-way and it makes staff think that the needle is completely covered and locked but it is not. This has resulted in a needle stick injury. On (B)(6) 2025 the customer confirmed that blood testing was required because the needle stick did break the skin however no medication was needed or first aid outside of a band aid.

Manufacturer narrative:
A non-conformance review was conducted for lot 25b294 and there were no ncs related to the reported event issued during the manufacturing of this lot. Prior to a lot¿s release, the lot must be deemed acceptable by-passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. There were no devices returned for evaluation; therefore, the affected product could not be evaluated to confirm the reported failure mode. As such, a root cause could not be determined. We are unable to associate this reported issue to an open CAPA due to no photo or sample received for evaluation. We will continue to monitor related reports to determine if additional actions are necessary.